Event description:
It was reported that "during a central line placement, the clinician observed blood leaking from the hub of the introducer needle during aspiration. The procedure was stopped and was successfully completed using an alternate needle from the kit. It was later confirmed that there have been previous reports of cracked hubs on introducer needles with this kit." Good faith efforts were made to obtain additional information regarding the reported device issues, including confirmation of the multiple reported occurrences and assessment of any patient harm. There were documented attempts made to contact the user facility; however, no response or additional information was received. Associated mdrs include (specific event) and 9680794-2026-00379 (multiple events without additional details).

Manufacturer narrative:
Qn# (B)(4).